Manufacturer narrative:
Confirmed the presence of the k antigen on retention capture-r ready-ID, lot id086. The customer did not return product or sample for investigation testing.

Event description:
Customer reported they are getting unexpected negative reactions with heterozygous k cells, cell #5, cell #8, cell #14 of capture-r ready-ID, lot # id086, when testing 2 patients samples with a history of anti-k performed using the tube testing. Antibody screen testing performed on the rosys with capture-r ready-screen, resulted in positive reactions.